Event description:
During the procedure, the surgeon noted that after he deployed the enseal, the blade between the jaws snapped. The surgeon noted that there were dense adhesion's midline, however it is unknown whether this contributed to the device breaking. A new device was obtained and utilized without incident. It is unknown whether the new device was of the same, or a different, lot. There were no adverse affects to the patient.